Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the index procedure was done in 2006. Exact date and location unknown. The patient had aml lg. 13.5 mm stem and 52mm pinnacle 300 series shell with 52mm ultamet liner and 36mm 1.5mm head. Due to pseudo tumor, the surgeon took the patient back on (B)(6) 2019 for liner and head exchange. We implanted a pinnacle 52 +4/10d liner with 36. 1.5 ts head. Stem and shell appeared to be well-fixed. Doi: 2006; dor: (B)(6) 2019; unknown affected side.